Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a low out of range shock impedance measurement for the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) . Boston scientific technical services (ts) was consulted and reviewed. Upon review it was noted the shock impedance was stable at 50 ohms and then went to 2 ohms. Ts discussed bringing the patient in for further troubleshooting. At this time the physician has opted to continue to monitor the patient until a normal battery depletion change out. At this time the rv lead and crt-d remain in service and no adverse patient effects have been reported.